Event description:
It was reported that syringe 10ml ll bns was cracked and leaking. The following information was provided by the initial reporter: material no.: 301029 batch no.: 0119207 & unknown it was reported that the syringe is cracked and leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 4/14/2021. H.6. Investigation: two loose 10ml syringes (B)(4) were received. The samples were visually evaluated. Each syringe had the barrel wrapped with either a label or piece of gauze. One syringe was observed to have two lengthwise cracks. One extending from the bd logo through the print to the 6ml grad line, and one extending from the 10ml numeral to just below the 5ml numeral. One syringe had a lengthwise crack opposite the print area extending from the barrel roof approximately two thirds of the way up the barrel body. The observed conditions were non-conforming per product specification. A device history record review was completed for provided lot number 0119207. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. A complaint history check was performed no additional complaint reported with the defect/condition of barrel cracked with batch 0119207 regarding material 301029. A trend review was performed two additional complaint reported with the defect/condition of barrel cracked regarding material 301029. Potential root cause for the cracked barrel defect is associated with the assembly process h3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0119207. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-04-28. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: summary for lot no. 0119207: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Summary for unknown lot: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that syringe 10ml ll bns was cracked and leaking. The following information was provided by the initial reporter: material no.: 301029 batch no.: 0119207 & unknown. It was reported that the syringe is cracked and leaking.